Event description:
A healthcare worker complained of burning pain and skin discoloration on the hand upon removal of a load from a completed cycle. The worker went to the emergency dept, but did not receive medical treatment. The worker's symptoms resolved within twenty-four hrs.